Manufacturer narrative:
The device was received at the service center on (B)(4) 2014. Investigation is not complete. The technology of the plum xlm list # 11859 does not contain a pump history that provides past programmed settings. Hospira is unable to confirm the programming of the device reported by the customer. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report 1 of 3: the customer contact reported that the device delivered more than intended. At 2100, the device was programmed to deliver an unspecified concentration of parenteral nutrition at a rate of 4ml/hr, with a vtbi (volume to be infused) of 96ml, for a duration of 24 hours, and the delivery was started. At 0400 ((B)(6) 2014), it was reported that the device alarmed for "delivery complete" and the nurse noted that the entire medicine container was empty. The customer contact reported that the nurse thought the medicine container was under-filled; therefore, the device was not removed from clinical service. There were no reports of any adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.